Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the poor-quality image could not be identified. However, the foreign material was identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope nozzle had foreign objects, and the image image was frozen and recorded on its own. There was no patient involvement.